Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a power on reset (por) occurred. A write to locked random access memory por was recorded on (B)(6) 2010. The analyst commented that the por severity is low. The device should be able to fully recover after the reset. Corrected data: facility, patient date of death and device code.

Event description:
It was reported that the device had a power on reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.